Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer dropped the pump. Subsequently, the touchscreen became cracked and the display only showed colored lines. The customer could not interact with the pump features. There was no impact to the customer's blood glucose (bg) level. Reportedly, insulin pens would be used for alternate insulin therapy.